Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The mother of a customer reported via phone call that the insulin pump is broken. The customer went to the hospital but was off of the pump for 5 days prior to the hospitalization. Customer's blood glucose reading was 20 mg/dl at the time of incident and when first at the hospital. Customer indicated that the current issue with the pump is that the plunger does not go up or down and cannot push any insulin out. No further details provided.